Event description:
The customer reports that 120 volt cable wires were exposed at the back of the workstation.

Manufacturer narrative:
The ge service rep removed and replaced the 120 volt cord assembly. He tested and verified the system. System was working as intended.